Manufacturer narrative:
Block h6: imdrf patient code e2330 captures the reportable event of pain.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure in (B)(6) 2024. The procedure was performed under local anesthesia. Prophylactic antibiotics were administered. No complications were noted during the procedure. The successful injection of the hydrogel was confirmed via ultrasound. On (B)(6), 2024, the treatment day, the patient experienced a non-serious perineal pain that was addressed with methoxyflurane. The problem was resolved on the same day. At the time of this report, the patient's current condition is unknown.